Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient has been having pain around their implant site and up in their shoulders that has been going on for quite a while. The patient mentioned they did a CT scan and everything appeared okay, but the patient said he's still having pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that he had been having problems with his stimulator. The patient reported that for the past couple of months, he always had aching around the area of his implant. The patient had a CT scan down and they said everything was fine. No further complications were reported.